Event description:
Customer reportedly received result of 285 mg/dl on the advantage system and 117 mg/dl on professional device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return on suspect device, however customer no longer has the test strips; replacement was sent.